Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container 250 ml capacity leaked unspecified medication during preparation. The stopper of the injection port came off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed a roughness in the injection site and the injection site came off. The reported condition was verified. The cause of the condition could be related to environmental condition where the product was stored and constantly exposed to any light (especially uv-light), oxygen, ozone, heat, humidity, any stress. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.